Manufacturer narrative:
Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient fell shortly after implant and the device ¿did not seem to work the same after that¿. The health care provider confirmed that the lead had not moved. Additional information has been requested, but was not available as of the date of this report.